Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 2000 mcg/ml at a dose of 979,9 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on an unspecified date a ¿motorstop¿ occurred. The replacement eri was 4 months. This was considered a normal timeframe by the hcp. As reported, the "motorstop" was not a motor stall, but rather a motor stopped mode and the representative advised to check the pump logs provided for the date of the ¿motorstop¿. The provided pump logs from the representative did not indicate any error code nor error code message that the pump was actually in pump stopped mode, but rather, the pump logs provided indicated that indeed a motor stall (error code 03) had occurred on (B)(6) 2018 at 07:10 and a motor stall recovery had occurred on (B)(6) 2018 at 15:51 (error code 1a). The representative also stated there were no other error codes present upon interrogation. (This also supports that the stopped pump mode did not occur). As a result, the pump was explanted and replaced on (B)(6) 2018. It was reported as unknown whether there were any external, environmental, or patient factors that might have led or contributed to the issue. The patient experienced ¿unrest symptoms¿. At the time of the report, the issue was resolved and the patient¿s status was noted as alive-with injury. This was clarified that the pump replacement was the injury. The result was ¿gut¿ (good) outcome with no unrest symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear-pinion. If information is provided in the future, a supplemental report will be issued.